Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed and in logs, the 319 error was found indicating a node not found issues on the axes controller, carriage (acc) confirming the fault occurred in the field. Upon visual inspection, the rolling loop assembly was found to be damaged, that would be related to the reported event. The unit was installed onto an in-house system where the 319 error was triggered during power up indicating fault, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where check all boards present was found to be failing on the acc. Once testing was completed, the rolling loop fiber was tested and was verified to be the source of the fault. The probable root cause is attributed to the rolling loop fiber in the usm. The issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported encountering error 319 on the universal surgical manipulator (usm) 1, and a standard power cycle did not resolve the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised performing a hard power cycle of the patient side cart (psc), but the error persisted. Consequently, the customer elected to disable the usm 1 to continue with the procedure. The procedure was completing as planned with no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical procedure performed was a radical extraperitoneal prostatectomy by yoshihisa matsukawa. The issue occurred during the procedure.